Event description:
D: caller provided patient's device serial number. Patient passed away (B)(6) 2025. Physician is asking why the treated episode lasted so long and if the device was undersensing. Please review episodes 215, 216 and 223. For episode 216, delivery of 39.1j shock did convert rhythm. Discussed some undersensing as well as oversensing of low amplitude likely if with no atrial rhythm noted. Discussed 30ms cross chamber blanking. Discussed that episode duration for the vf episode is onset plus detection to first long interval of termination. Onset is 3 consecutive vf events. On (B)(6) 2025 19:03:32 *rv lead integrity warning: 2 or more high rate-ns episodes < 220 ms. Sensing integrity counter >= 30 in 3 d. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).